Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported form this lot. Based on the information reviewed, a definitive cause for the material deformation (knotted lock line) that can result in the reported mechanical jam could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Event description:
This is filed for inability to remove lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtr was advanced, however difficulty was met and the lock line could not be removed and remained in the device. It is believed that a knot in the lock line was present, which could be the cause for the lock line getting stuck in the handle; however, this cannot be confirmed. The clip was inverted and retracted into the left atrium and then it was completely closed and removed through the guide. A new device was used to complete the procedure, successfully reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.